Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00156. The date of that submission was 26-feb-2025. H3: one used extension set was received for evaluation. As received, no damage or anomalies were observed. Functional testing was performed, and the reported issue was confirmed. The probable cause is due to errant solvent application during assembly in tijuana. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that, when replacing the tube, an occlusion alarm sounded. Reporter stated that when the tube was replaced, the issue was resolved. The event occurred in the patient's home. No patient harm/adverse effects were reported.